Manufacturer narrative:
The revision reported was likely due to the reported pain, stiffness, and prosthesis wear of the polyethylene components, or due to the packaging recall of the polyethylene. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. D1: corrected h6: corrected component and investigation clinical codes.

Manufacturer narrative:
D10: concomitants: (B)(6),02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6),02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6), 02-012-49-4011 - logic cr tib insert slope++, sz 4, 11mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 68 yo male patient, initial right tka on (B)(6) 2017, underwent a revision procedure in (B)(6) 2025, approximately 7 years 11 months post the initial procedure. The patient returned to the surgeon¿s office with complaints of stiffness, pain, and dissatisfaction with their total knee replacement. The patient had a recalled polyethylene implant. The patient was scheduled for a revision tka, possible polyethylene swap. The patient underwent a tibial polyethylene implant swap and a patella implant swap. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. They were sent to the lab at the hospital. Device images were provided. No further information. This is 1 of 2 reports. See MDR#1038671-2025-01668 for additional device report.